Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee scope, the retrograde drill was barely used and it broke. Surgery resumed after a non-significant surgical delay and was completed with a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The actuator wire is connected to the grey slider and the retrograde bit is attached to the shaft. The device has debris on it. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.